Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide. The user indicated a history of sensitive skin. The user's healthcare provider was aware of the event and prescribed topical medication for management of the skin reaction. Information regarding the lot number and expiration date of the adhesive patches was not available, as the patches had been returned previously. Customer care provided adhesive-use guidance and discussed alternative adhesive options with the user. The user reported transitioning to a different adhesive type without further irritation. Review of the data management system confirmed that the user continued to use the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported skin irritation associated with use of the white adhesive patches. The user described symptoms including itching, bumps, and redness at the application site.